Event description:
International affiliate reports that redness appeared at surgical wound sites six days following hypopharynx and laryngectomy. Left drain was removed four days after placement and right drain was removed seven days after placement. The redness at the left drain sight was relieved on day 11. Signs of infection and a purulent discharge was secreting from the right wound site. The right wound site was cleansed. No other intervention reported.